Event description:
It was reported that a death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa and was partially recaptured 3 times before meeting release criteria. The closure device was successfully implanted and released in the laa. 3 hours after the procedure was completed a transthoracic echocardiogram (tte) showed a pericardial effusion and the patient was showing signs of tamponade. The patient was brought into the catheterization lab where a pericardiocentesis was performed. 500cc of fluid was drawn from the patient and their status improved. However, the patient remained hospitalized. The pericardiocentesis drain was not removed until (B)(6) 2018 and on an unspecified date the patient had a small vessel stroke that was determined not to be cardioembolic. The patient became septic. The patient passed away on an unknown date. It was further reported that the patient passed away on (B)(6) 2018.

Event description:
It was reported that a death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa and was partially recaptured 3 times before meeting release criteria. The closure device was successfully implanted and released in the laa. 3 hours after the procedure was completed a transthoracic echocardiogram (tte) showed a pericardial effusion and the patient was showing signs of tamponade. The patient was brought into the catheterization lab where a pericardiocentesis was performed. 500cc of fluid was drawn from the patient and their status improved. However, the patient remained hospitalized. The pericardiocentesis drain was not removed until (B)(6) 2018 and on an unspecified date the patient had a small vessel stroke that was determined not to be cardioembolic. The patient became septic. The patient passed away on an unknown date.